Event description:
An invasive procedure was performed to remove two rate sensing leads, a lead (model 4328 serial 000510) and a bipolar lead (model 4266 serial 007701) because of inappropriate shocks and an abnormal beep-o-gram. The physician elected to replace the implantable cardioverter defibrillator (ICD) and all the leads. Distributor unable to confirm the model serial number of the rate sensing lead at this time, both leads are listed on this report. Co's lead implanted 10/28/91. Removed from service 7/23/96. Implant months-57. Bipolar lead implanted 12/16/94. Removed from service 7/23/96. Implant months -19.2.